Manufacturer narrative:
Patient identifier/sid= (B)(6). The field service representative (fsr) inspected the instrument and replaced the syringe assy (rohs), (list # 7-77650-07), which resolved the issue. A review of instrument service history on alinity I processing module, serial number: (B)(4), revealed no further occurrences of discrepant results after the part replaced nor did it identify any service or complaint issues that may have contributed to this issue. A review of historical data for the alinity I processing module and syringe assy (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part, or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the syringe assy, and alinity I processing module, serial number: (B)(4) was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I result on one patient. The results provided were: on (B)(6) 2020, sid: (B)(6); initial troponin result=99 pg/ml /repeated=13 pg/ml. There was no reported impact to patient management.